Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3877-45, lot# 0208051592, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3877-45, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the stimulus did not reach well, and the patient felt uncomfortable. It was noted that the patient has to use crutches when they walk. There was an impedance open circuit, all electrodes from 0 to 7 was larger than 10,000 ohms. X-ray showed no problem. The specific cause was not known. The patient underwent a lead replacement surgery. During the removal process, the lead broke. It was noted the physician has lost faith in the products. The issue was resolved at the time of the report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the high impedances were measured post-operatively. When asked whether the patient¿s device had caused the patient to use crutches while walking, it was stated the patient¿s problem was ¿that stimulus did not reach well, and the patient felt uncomfortable.¿ it was further stated ¿so it¿s difficult for her to get around without crutches¿ and that the ¿crutches were only used as a means of assistance when she had difficulties moving/walking.¿ the patient¿s lead was replaced on (B)(6) 2015. And the lead break occurred at that time. The specific cause of the reported open circuit was not known.

Manufacturer narrative:
Please note that additional information received indicated the date filed on the initial regulatory report should have been (B)(6) 2018, not (B)(6) 2018 as initially reported. Additionally, please note that (B)(4) has been updated to (B)(4) at this time. If information is provided in the future, a supplemental report will be issued.